Event description:
It was reported that the patient has had pain for one year postoperatively. After allergy testing, a nickel allergy was identified. The patient underwent a revision surgery 1 year post-operative and the surgeon replaced the neck and cup with titanium variants.

Manufacturer narrative:
The complaint could be confirmed since the affected device was returned. Following investigation including device history records review, explant and medical imaging analysis, it was concluded that the revision surgery was caused by an allergic reaction to nickel, a component of the implanted touch device. The patient had a known nickel allergy, which represents a contraindication for the use of this device. No device malfunction or non-conformity was identified. The event is therefore attributed to contraindicated use rather than a device defect. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.